Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was sensing high flow and generated a constant alarm. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the breath delivery (bd) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Correction: device code. Device evaluation: the breath delivery (bd) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No errors were recorded in the error logs during testing. No fault was found with the returned bd pcb. If information is provided in the future, a supplemental report will be issued.